Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump. Buttons were hard to press and would not work no significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing and it does not show the correct time. Customer also reported missing pieces on the insulin pump battery and reservoir compartment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin ump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. No frozen screen noted during test and time clock advances properly. Insulin pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.